Event description:
It was reported that the generator was replaced prophylactically. The explanted device has not been received by the manufacturer to date.

Event description:
It was reported by the patient that they believe their generator had depleted prematurely. A battery life calculation was performed in which this claim could not be feasibly invalidated. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later new device settings were provided. A battery life calculation was performed that revealed that the battery was depleting as expected. No other relevant information has been received to date.